Event description:
It was reported the spring wire guide was found separated during use on the patient. A part of the guidewire separated in the blood vessel of the child and emergency treatment was carried out to pull the separated guidewire out of the blood vessel.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was found separated during use on the patient. A part of the guidewire separated in the blood vessel of the child and emergency treatment was carried out to pull the separated guidewire out of the blood vessel.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of guide wire separation was able to be confirmed by the photos; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.